Manufacturer narrative:
Intraocular lens remains implanted. The manufacturing records were reviewed and showed no deviations. Based on the results of our investigation, we are unable to definitively determine the cause of the physician's observation.

Event description:
Physician reported his observation of a grayish optic on an intraocular lens (iol) implanted without complication. Patient's visual acuity is 20/20 and there's no inflammation. Patient describes his vision in this eye as slightly less sharp than his fellow eye that is also implanted with the same model iol. Ten days after surgery, the discoloration has not diminished, lens remains implanted.